Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) technical services reported a colleague infusion pump with a damaged battery alarm. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed by baxter personnel during product evaluation. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. Baxter will continue to monitor similar reports to determine if further actions are required.